Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi - over 33 mmol/l (mobile) hi - over 33 mmol/l (mobile) and 10.1 mmol/l (active). No adverse event reported. Requested return of suspect strips, and replacement was sent.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.